Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "t2 femoral nails are used in a temporary operation on the 11th. Uses long-term hospital equipment. The screw part of the reported part was deformed and the device was not fixed firmly. Insert 3 screws proximally using a device. Confirm that one of the most recent screws deviates from the screw hole. The operation ends as it is. No witness."

Event description:
As reported: "t2 femoral nails are used in a temporary operation on the 11th. Uses long-term hospital equipment. The screw part of the reported part was deformed and the device was not fixed firmly. Insert 3 screws proximally using a device. Confirm that one of the most recent screws deviates from the screw hole. The operation ends as it is. No witness."

Manufacturer narrative:
Correction: please refer to d9/h3, h6 results & conclusion codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. H3 other text : device discarded.